Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode one week ago. A health care professional (hcp) contact boston scientific technical services (ts) for review of recent rhythmiq events. Ts reviewed the episodes and confirmed normal device operation. The cause of syncope was not determined. No adverse patient effects were reported. This product remains implanted and in service.